Event description:
Customer reported an event due to low blood glucose. Customer stated that the insulin pump was alarming no delivery. The current blood glucose reading is 300 mg/dl. Customer treated with manual injections. The paramedics were called to treat a low blood glucose reading of 30 mg/dl. Customer was incoherent and was treated with orange juice. Customer was not taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.